Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+2.0/095 (sphere /cylinder/ axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with another same model/length lens and the problem was resolved (the lens was implanted vertically). The cause of the event was unknown.

Manufacturer narrative:
H6: lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. Claim#: (B)(4).